Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pacing impedance measurements and oversensed noise on the right atrial (ra) lead. The patient is not pacemaker dependent and there were no adverse patient effects. The physician would like to replace both leads. As of today the system remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific technical services (ts) was consulted for troubleshooting guidance. Ts recommended performing isometrics, valsalva and pocket manipulation to isolate the noise issue on the ra lead to pectoral muscle, diaphragm or pocket area. If the noise can be recreated, ts recommended measuring the noise amplitude and reprogramming the sensitivity and/or replacing the lead. As for the rv impedance issues the same troubleshooting can be perform while running real-time electrocardiograms with continuous monitoring of impedance values. If out-of-range impedances can be reproduced lead replacement was recommended. Surgical intervention was performed and the pace/sense portion of the rv lead was capped and replaced. The device remains implanted and was reprogrammed to ventricular single chamber only as the patient is not dependent on atrial therapy. Edance issues the same troubleshooting can be perform while running real-time electrocardiograms with continuous monitoring of impedance values. If out-of-range impedances can be reproduced lead replacement was recommended.